Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported insulin pump had power failure detected alarm. The customer¿s blood glucose level was 110 mg/dl. Customer reported that they were able to clear the alarm. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No pump error 24 alarm noted during testing. Device functioning properly. (B)(4).